Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging, with a follow-up scheduled to ensure resolution. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.